Event description:
It was reported that 1 day post implant increased capture threshold, decreased r-wave amplitude, and noise were observed. Lead dislodgement was observed during the repositioning procedure. The lead was successfully repositioned, and the patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).